Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had squirted insulin during priming. Customer's blood glucose level was unknown. Customer reported that insulin pump had to rewound because it did not delivered insulin properly also received unexplained no delivery alarm. Customer also stated that insulin pump rejected new batteries. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.